Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that during a meniscus repair, after t1 of the fast-fix was implanted, t2 was deployed simultaneously. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Event description:
It was reported that during a meniscus repair, after t1 of the fast-fix was implanted, t2 was deployed simultaneously. T1 was deployed through the meniscus and it was left secure in the patient. T2 was removed. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was received in the original box with the matching lot number on the label. The t1, t2, and suture were not received. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found it cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.